Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00238 on december 11, 2017. 12/21/2017 additional information: the patient sample was not available for in house testing due to sample volume. Siemens is unable to determine potential cause. Siemens cannot rule out an un-identified interference as the potential cause for the falsely depressed ipth value. Additional interference testing could not be completed due to insufficient sample volume. The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant ipth result is unknown. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."

Event description:
A discordant low result was obtained for a patient sample on the advia centaur xp intact parathyroid hormone (ipth) assay. The physician questioned the result as a higher result was expected. The patient sample was tested on an alternate method and the result was higher. Customer states patient is a dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant ipth result.